Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt unwell and presented to the emergency room. Upon interrogation, the pulse generator exhibited loss of output. No intervention was reported.